Event description:
It was reported that prior to implant, device could not be interrogated. Device was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory. The device was tested on the bench and the telemetry anomaly was traced to the hybrid. It is believed the cause of the field event was an anomalous component on the hybrid.